Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 285 mg/dl, 138 mg/dl, and 157 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The pt reportedly developed three skin flap infections in the last three years. The pt's infections have reportedly resolved with antibiotic therapy (type unk). Advanced bionics is in the process of gathering additional info and will submit a supplemental report once new info is obtained.